Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the spinal cord stimulator (scs) lead. The patient underwent an scs lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.